Event description:
The customer reported an unconfirmed false negative result with the binaxnow covid-19 ag card performed on (B)(6) 2021. Per the customer, the patient was symptomatic with a runny nose. Although requested additional information, including patient treatment and outcome was not provided.

Manufacturer narrative:
Testing was performed at abbott diagnostics (B)(4) on retained kit lot 134545 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-000 / lot: 134545 , test base part number 195-430h / lot: 134545 . The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 134545 showed that the complaint rate is (B)(4). Abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issue; however, it could possibly be related to the specific patient samples.